Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [c151202-01]. These activities are described in more detail below. Methodology used : nakanishi examined the device history record and the repair history for the subject ti-max z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. And the repair history showed no service record since the device was shipped. Nakanishi conducted a visual inspection of the headcap and headcap screw of the returned device. There were no visible abnormalities, such as abrasion, deterioration or dimension defects. Nakanishi took photographs of the parts observed in the visual inspection and kept them in a file. Nakanishi set the headcap to the handpiece head by screwing on until the headcap was fixed. Nakanishi then performed continuous running and simulated cutting to see whether or not the headcap loosened. Nakanishi did not observe the headcap loosening. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage to a bearing that had occurred when the headcap came off. Otherwise, there was no abrasion or damage on the inside parts. Conclusions reached based on the investigation and analysis results : nakanishi could not confirm the reported headcap coming off because the headcap coming off could not be replicated in the continuous running and simulated cutting. Also, during the visual inspection, nakanishi did not observe any problems with the device. In spite of the fact that nakanishi did not confirm the situation at the time of the event, nakanishi considers the possibility, from many years of experience, that the headcap gradually loosened due to a combination of some impact on the device and vibration from continuous cutting. In spite of the fact that nakanishi did not confirm the situation in the user complaint, nakanishi took the following actions in order to prevent a recurrence of the headcap coming off. Nakanishi reported the above evaluation results to the dentist. Nakanishi provided the dentist with another handpiece with a headcap firmly fixed.

Event description:
On (B)(6) 2015, an nsk ti-max z95l (serial no. (B)(4)) was returned from a distributor to nakanishi for repair. There was a note coming with the handpiece referring to parts coming off. Upon receipt of the information, nakanishi made a phone call to the dentist to obtain the additional information. Details are as follows. On (B)(6) a dentist was removing extra portion from an inlay. The patient was anesthetized. A part of the handpiece head suddenly came off and dropped on the patient's tongue. The patient almost swallowed the part. No treatment for the event was provided to the patient because the dentist determined that the patient was not injured.